Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issues with lines appearing across the screen. No patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. In order to resolve the issue, fse replaced the internal monitor cables. The device was ran with full safety, calibration and functionality check and passed to factory specifications.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issues with lines appearing across the screen and the monitor was fading in and out. No patient harm or injury reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Suspect device originally distributed as system 98 upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.